Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was presented in emergency room for a routine interrogation. The patient was having pauses. Upon interrogation, the right atrial lead exhibited high threshold with difficult capture and the right ventricular lead was noted with fracture. Both leads were capped and replaced on (B)(6) 2018. The patient was stable after the procedure.